Event description:
The pt presented to the emergency department with withdrawal; symptoms included fever, posturing, anxiety, increased cpk values and increased spasticity. The pt was admitted to the hospital. The device system was evaluated; there were no alarms and pump volumes measured equally. The physician reported replacing the aspirated reservoir volume with new 2000 mcg/ml baclofen, programmed in simple continuous mode, at a dose of approximately 285-290mcg/day. During the dye study, the physician reported not aspirating the remaining drug volume in the catheter first and intentionally bolusing the pt approximately 150 mcgs when the catheter was flushed with contrast. The pt responded dramatically to the "manual bolus" resulting in admission to the ICU for airway management. The effects of the bolus started to wear off approximately 6 hours later. The next day, the pump was replaced. The new pump was restarted at 200 mcg/day. The pt recovered without sequela from the pump replacement procedure.

Manufacturer narrative:
The pump has been returned to the MFR to analysis. A follow-up report will be sent when the analysis is complete.